Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
The following information was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. On an unknown date, it was reported a follow-up examination revealed migration of the right limb. On (B)(6) 2021, the patient presented with abdominal pain and was urgently transferred. A distal type I endoleak in the light limb and enlargement of the right internal iliac artery diameter were observed. The patient underwent reintervention. Three additional stent grafts were deployed to extend the right limb distally to the right external iliac artery. The patient tolerated the procedure. The physician stated as follows; the migration was observed from the follow-up examination. The right cia was getting to be aneurysm. The small right iia aneurysm had been also observed, and it enlarged. These are not due to the device. Additional information was provided after psc asked the meaning of the sentence, and the additional information was provided from fsa on january 27, 2021. The migration of the right limb was not occurred. That sentence meant that ¿the patient stopped coming to the hospital for follow-up after the initial procedure at some time¿.